Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that patient wants the system removed. They said the stimulation hasn't been on for at least two years. They wanted to see if there was a difference with it off from on and there wasn't. They had had problems with her bowl for years. Lots of it had to do with the food they eat. The system never did what they thought it would for their bowels. Patient services asked when that started, and they said they didn't know. They said they fell early this fall and hit theirfanny, and now it is giving them some problems and it hurts. Patient services gave the patient the phone number for their old healthcare professional and it was different then what they had. The patient was going to try and call their healthcare professional about removing the system.